Manufacturer narrative:
The customer did not supply the patient's weight. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. The fse performed a major preventive maintenance (pm) and updated to the cns style ultrasonics transducer due to unstable high voltage ultrasonics and low sweep voltage. Fse confirmed that the ultrasonics transducer is the likely cause of the erroneous access accutni+3 patient results. Replacing the transducer resolved customer's issue. After all repairs and maintenance was completed, the instrument met all specifications. In conclusion, there is sufficient evidence to reasonably suggest a hardware malfunction is the cause of this event. The transducer will be implicated as the cause for this event. All mdrs associated with this report are: 2122870-2016-00518, 2122870-2016-00526, 2122870-2016-00527, 2122870-2016-00528, 2122870-2016-00529, 2122870-2016-00530, 2122870-2016-00531. (B)(4).

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for nine (9) patients involving the laboratory's access 2 immunoassay system (serial number (B)(4). For patient 2, addressed in this report, the customer obtained one (1) result within the assay's normal reference range and two (2) results above the assay's normal reference range on (B)(6) 2016. The following day the same patient's sample was analyzed three (3) times on the same access 2 immunoassay system and recovered with lower results within the assay's normal reference range. The elevated access accutni+3 results were released from the laboratory. There was report of change in patient treatment associated with this event. The laboratory supervisor had no additional information on what the treatment was. There was no report of additional injury to the patient in association with this event. This MDR addresses the results obtained on (B)(6) 2016 for patient 2. Report 2122870-2016-00526 addresses the results obtained on (B)(6) 2016 for patient 1. Report 2122870-2016-00528 addresses the results obtained on (B)(6) 2016 for patient 3. Report 2122870-2016-00529 addresses the results obtained on (B)(6) 2016 for patient 4. Report 2122870-2016-00530 addresses the results obtained on (B)(6) 2016 for patient 5. Report 2122870-2016-00531 addresses the results obtained on (B)(6) 2016 for patient 6. Report 2122870-2016-00518 addresses the results obtained on (B)(6) 2016 for three patients, identified as patient 7, patient 8 and patient 9. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's samples were collected in serum tubes and were centrifuged at 3,600 rpm (rotations per minute) for ten (10) minutes at room temperature. No issues with sample integrity were reported by the customer. A beckman coulter field service engineer (fse) was dispatched to address instrument performances.